Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received an alert for lead noise. High impedance was noted. The lead was capped and replaced. The patient condition is good.